Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the four infusion set was fell off during use on (B)(6) 2024 and infusion set is used for less than 48 hours. The bleeding is also occur at site. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.